Event description:
It was initially reported that the patient was being referred for battery revision due to unknown reasons. Later, it was indicated that the pt's battery was unable to be interrogated as it was believed to be depleted. When the new generator was connected to the existing leads, diagnostics performed resulted in high lead impedance. Troubleshooting performed with the new generator and existing leads did not resolve the issue, so the leads were replaced at that time. Subsequent diagnostics performed were within normal limits. The explanted pulse generator and lead portions were returned to the MFR for analysis, but have yet to be performed.

Manufacturer narrative:
Eval conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.